Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg approximately 150-180 mg/dl) and customer bolused via pump to address bg. Contact alleged that basal delivery had been stopped. Customer did not recall any messages indicating insulin delivery has been stopped. As the pump/customer were not present at the time of the report, tandem technical support was unable to perform a pump system check. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.